Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the operation, the balloon part of the aortic balloon catheter could not completely pass through the femoral artery sheath, and it can't insert and withdrawal smoothly." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f23e0035) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned iabc. Returned with the sample were kit components including 60cc luer-slip syringe, short arterial pressure tubing, scalpel, two 8fr dilator, two 0.025in guidewires and 8fr teflon sheath w/sidearm. Upon return, the teflon sheath was noted on the iabc bladder membrane. The teflon sheath hub was noted at approximately 57cm from the iabc luer end. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing; dried blood was noted within the inflation driveline tubing. The exposed portion of the bladder was fully unwrapped. The iabc distal tip was noted within the iabc bladder. A kink to the iabc flextip assembly (part of the iabc central lumen) was noted at approximately 2.2cm from the iabc distal tip. Multiple bends to the iabc central/outer lumen were noted at approximately 29.9cm, 40.3cm and 54.5cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was also present within the iabc helium pathway. Additionally, the returned 8fr teflon sheath w/sidearm was found with blood and there was sheath buckling noted from approximately 14.1cm to 15.2cm from the distal tip of the teflon sheath. There is no evidence to confirm this sheath is related to the complaint or same event and the potential cause is customer handling. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate without any difficulty. Upon removal of the sheath, no damage or abnormalities were noted to the iabc bladder. Upon further inspection of the iabc distal tip and bladder, the iabc bladder was fully attached to the iabc distal tip; no damage or abnormalities were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut on the iabc bladder, consistent with contact from a sharp object was noted approximately 4.5cm from the iabc distal tip. The leak site noted on the iabc bladder allowed the blood to enter the helium pathway. No other leaks were detected. Upon cleaning the returned iabc, additional bends to the iabc central lumen were noted at approximately 5.5cm, 7cm and 8.5cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 2.2cm, 7.2cm, 27.4cm, and 52.6cm from the iabc distal tip, which are the locations of the previously noted kink/bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 30.1cm , 74cm, and 80.5cm from the iabc luer, which are the locations of the previously noted kink/bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The returned 8frteflon sheath was aspirated and flushed using a 60cc lab-inventory syringe; dried blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon part of the aortic balloon catheter could not completely pass through the femoral artery sheath" is confirmed. Upon receipt, the teflon sheath was noted on the iabc bladder and multiple bends were noted to the iabc central/outer lumen. Furthermore, a puncture consistent with contact from a sharp object was noted on the iabc bladder. These combined damages can result in or be caused by difficulty inserting the iabc through the sheath. Additionally, the bladder leak allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak and damaged central lumen. The root cause of the complaint undetermined. A most probable potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the operation, the balloon part of the aortic balloon catheter could not completely pass through the femoral artery sheath, and it can't insert and withdrawal smoothly." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".